Event description:
A doctor's office alleged that one (1) patient had experienced a debonding of a temporary crown due to a broken fibrekor post.

Manufacturer narrative:
Patient information with regard to age and weight were not provided. The doctor had to make a new core for the patient using a different material and have the crown re-made. To date, the patient is doing fine. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no evaluation can be conducted.